Manufacturer narrative:
Report number: 1038671-2024-00825, 1038671-2024-05072 d10 concomitant devices: (B)(6) 02-010-01-0335 - logic femoral ps cem right sz 3.5 g4: 510k unknown due to specific device not being reported multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00825, 1038671-2024-05072 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2016, and then experienced revision surgical procedure on (B)(6) 2023 approximately 6 years and 9 months after initial implant. Patient experienced osteolysis and joint effusion. Op report - postoperative diagnosis; extensive osteolysis with loosening femoral component in the exactech recall group. No images were provided. There is no other information available.